Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched and evaluated the iabp. The stm inspected the iabp and found error codes in the logs. However, upon performing diagnostic and performance tests, the stm was unable to reproduce any of the errors. The stm determined that the event was as a result of ¿operator error¿ and contacted a getinge clinical staff to set up in-service training for the new users. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) produced several errors. No patient harm or adverse event was reported.